Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing a steel cannula infusion set, with a confirmed fingerstick glucose of 342¿345 mg/dl and difficulty unclipping the set while connected; supplies were changed, delivery was resumed, and the user was instructed to closely monitor glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and subsequent stabilization of glucose to 174 mg/dl. Investigation included troubleshooting by testing tubing fill, reviewing user technique with the steel cannula set, and replacing supplies, with follow-up confirming stabilization. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia potentially related to infusion set handling or site integrity. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.